Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager on the refrigerator was not working. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) observed no hardware failures. The fse asked the customer to inventory the medications in the refrigerator to inspect the latch and hasp and confirmed that the smart remote manager (srm) functioned properly, with the hasp fitting evenly into the latch and requiring minimal effort to secure. The fse opened the side panel of the srm and inspected all internal components, which appeared normal. The refrigerator was verified to be level, ruling outdoor alignment issues. The fse intentionally failed the srm and had an escort perform a recovery; due to the presence of narcotics, a key was required for removal. It was determined that user may have forgotten to remove the key first, leading them to fail the srm to access it and then require a witness to recover before removing the narcotic. The issue could not be reproduced during testing, and the srm was confirmed to be working correctly. The system functioned as intended when fse investigated the device.